Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain and shortness of breath. Heart rate dropped to 40 bpm on the monitor. The implantable pulse generator (ipg) device was suspected of pacing below the programmed lower limit due to inconsistent capture management measurements. A transmission showed the right ventricular (rv) lead with high capture threshold. The device and lead remain in use. No patient complications have been reported as a result of this event.